Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A consumer reported one day following cataract surgery where the femtosecond laser system was used a pt, (her mother), reported discomfort in the eye and poor vision. The pt was seen two days following surgery and the surgeons' partner noted edema in the eye and increased the dosage of steroid eye drops. The consumer also reported that when the eye did not improve, the pt was referred to a corneal specialist and was told she had "small slits" in her eye and recommended "additional therapy and medication". The consumer reported that approximately one week later, the surgeon told her that the pt had corneal melt at the edge of her cornea. In a follow up with the consumer (the pts' daughter), she indicated that her mother was amblyopic in the fellow eye but she did not remember which eye had the surgery. She also indicated that approximately three weeks following surgery she thinks her mother had a bandage contact lens put on her eye (insert). The pt reported it was irritating and eventually she removed the "insert" herself. The pt's eyes then became very red and had discomfort. In a follow up with the surgeon, he indicated that in his opinion, the femtosecond laser did not contribute to the pt postoperative event. The surgeon also reported that initially, the pt was treated for corneal melt but as healing ensued, it was determined by the surgeon and a cornea specialist that the pt had a limited and localized descents' detachment in the area of surgical incision sites (slits). The occurrence of this localized detachment was most likely secondary to the handheld surgical instruments being drawn in and out of the incision site (slits). Due to the localized detachment of the descents' (corneal) layer, this led to corneal edema at the incision site which initially appeared as a "corneal melt". The pt was managed with topical steroid drops. The pt was last seen by the surgeon on (B)(6) 2013, with 20/40 uncorrected vision and was described by the surgeon as being "happy". The surgeon states that the pt is expected to fully recover from this complication.